Event description:
Information was received from a trial patient. It was reported that the patient was bloating and hurting due to the inability to void. The patient was told to contact the doctor regarding the issue.